Event description:
Our rep reports that a pt presented with some pain and tenderness in the region of the tibia where an acl graft was fixed in an acl repair approx 1 yr before. In the original fixation, a bio-intrafix screw & sheath were used to fixate an "allograft anterior tibialis". A radiograft revealed some widening of the tibia tunnel. In a re-surgery to remove the screw and sheath, it was noted that there was some synovial cystic type fluid surrounding the screw. The screw was removed and is in 2 pieces, and most of the sheath was recovered as well. At this re-surgery, the surgeon placed some bone graft back into the tunnel. Also a tissue sample was taken and sent for a culture, as yet the results are not known. The condition of the pt is also not known at this time. Questions out to the rep for f/u.

Manufacturer narrative:
At this point in time, mitek is in the info gathering mode. When all the data that can be had is rec'd and evaluated, a f/u report detailing our findings will be filed.